Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer unable to answer any further questions due to symptoms. No address provided by customer. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Unable to send product notification letter to customer to contact customer care.

Event description:
Consumer reported complaint for e-5 accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of fatigue, blurred vision, feeling dizzy. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. Product storage location is undisclosed. During the call on (B)(6) 2018 blood test was not performed. The test strip lot manufacturer's expiration date is 07/31/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer was unable to answer any further questions due to symptoms.